Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No unexpected display screens changing or numbers scrolling were noted. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 227 mg/dl. The customer stated that the pump stopped working. The customer stated that the pump stated beeping and alarmed button error. The customer was unable to check his blood glucose because the buttons were not working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.